Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope during use of the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there is no device problem. The patient experienced ventricular high rate (vhr) episodes which could lead to syncope (reduced ejection fraction). Event was logged due to having not all data present. The not all the data available was due to an interrogation session between the episode and this is considered normal device operation.